Manufacturer narrative:
Product event summary: the device was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the device was approaching elective replacement indicator (eri) with the battery voltage transitioning to 2.62 volts on (B)(6) 2016.

Event description:
It was reported that the right ventricular lead high voltage coil impedance gradually rose and was high, which triggered an alert. The impedance is now stable and there was no oversensing nor other lead issues. It was also reported that the device battery voltage was at the elective replacement indicator (eri) voltage, but the device had not triggered eri. It was noted that the device does not trigger eri until there are three consecutive nightly measurements at or below eri. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.